Manufacturer narrative:
(B)(4). Date sent: 7/1/2026. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: please clarify what is meant by "the anastomosis is not complete." What were the indications for surgery? (B)(6). Did the patient receive any preoperative chemotherapy or radiation? - unknown. What color reloads were used and what was the sequence of the firings? Blue and 5x green. What anatomical structures was the device fired on? Colon und ilium anastomosis. Were other stapling or suturing devices used when creating the anastomosis? Green and sewn over. Was the device difficult to assemble/close? According to surgeon not . Was the device difficult to fire; was the force to fire higher than expected? According to surgeon not . From the additional information received, please clarify if a leak occurred. If so: how was the leak identified? Direct nach dem abfeuern waren nicht alle klammern gesetzt und ein teil war offen ( kolon und ilium ) translation: immediately after firing, not all the staples were in place, and a section remained open (colon and ileum). Was the site of the leak identified? If so, where and what was observed? Incomplete stapels. Was it leaking through the staple line? Yes. Were there any malformed staples or missing staples identified? If so, please describe the shape and location. Ja waren sie ¿ genaues weiss ich nicht, da ich keine fotos habe translation : yes, they were¿I don't know for sure, since I don't have any photos. Were there any signs of tissue ischemia or necrosis? According to surgeon not . What is the current status of the patient? Ich habe nachgefragt und keine antwort bekommen, wiederhole das morgen noch mal translation the sales rep followed up but didn't get an answer; she will try again. Please describe how the case was completed. Erneutes absetzen mit tct75 und da war alles ok. Translation discontinued/resect it again with tct75, and everything was fine. Did the patient experience any post-operative complications? Sales will ask again. On (B)(6) 2026, we operated on a patient who had experienced a complicated postoperative course following surgery for transverse colon carcinoma and an extended right hemicolectomy; the patient had suffered from an anastomotic leak at the transverse-rectal anastomosis and a perforation of the ascending colon. Subsequently, the patient developed an incisional hernia and a parastomal hernia. During today's procedure, following extensive adhesiolysis, we resected the very proximally placed ascending colon stoma (including resection of the cecal pole) and performed an anisoperistaltic ileo-ascending colon anastomosis. Transection of the colon and ileum (green and blue) proceeded without difficulty. However, when firing the stapler using the standard technique, only some of the staples deployed, and the knife failed to complete the cut; consequently, the anastomosis was incomplete. We were therefore forced to resect further segments of the colon and ileum¿a step that left a very short distal margin, given the previously mentioned transverse-rectal anastomosis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after extensive adhesiolysis, we resected the ascendostomy, which is very proximal, by means of cecal pool resection and then performed an anisoperistaltic ileoascencentrostomy. The removal of the colon and ileum (green and blue) was problem-free. When shooting the anastomosis in the usual technique, only partial clamps were released and when the knife was withdrawn, the anastomosis was therefore not complete, so that we had to resect the colon and ileum again, which was distally scarce in the above-mentioned transversorectostomy. According to the doctor, the patient will stay longer in the clinic due to the incident.